Event description:
Failure of battery mode with resultant alarm failure in a drager ventilator. Previously reported and upon further inspection process by institution, ventilator which was previously checked and found functional was found to have the same problem. Ongoing investigation by drager has found outdated batteries as most likely cause of events.